Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (multiple abnormal shutdowns) was confirmed. As received, the monitor was able to power on properly and pass incoming testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Upon evaluation, the monitor exhibited an intermittent failure at bga components u104 (pxa) component on ca board sn (B)(4). Root cause investigation is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was experiencing multiple abnormal shutdowns.